Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of over 400 mg/dl. Customer was hospitalized due to insulin pump had a no delivery alarm and motor error alarm. The customer did not mention any symptoms related to high blood glucose. The customer was released from the hospital after blood glucose was stabilized. The customer was wearing the insulin pump during the hospitalization. Customer also reported to have received a no delivery and a motor error alarm. During the motor error troubleshooting, customer stated that the insulin pump the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer blood glucose reading was 379 mg/dl at the time of call. The customer was advised that the insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with the operating currents within spec. And passed the self test, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08750 inches. No motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.